Event description:
It was reported that patient underwent partial knee arthroplasty on (B) (6) 2007 as part of a clinical study. Subsequently, a revision procedure was performed on (B) (6) 2009 to remove the femoral and tibial components as they collapsed into valgus with marked deformity. No further information has been provided to date.

Event description:
It was reported that patient underwent partial knee arthroplasty on (B) (6) 2007 as part of a clinical study. Subsequently, a revision procedure was performed on (B) (6) 2009 to remove the femoral and tibial components as they collapsed into valgus with marked deformity. No further information has been provided to date.

Manufacturer narrative:
This follow up is being filed to inform the FDA that this is a duplicate report. The event was previously reported under manufacturer number 1825034-2009-00317. (B) (4)

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. This report filed (B) (4).